Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital with syncope, during interrogation the pulse generator exhibited oversensing resulting in pacing inhibition. No intervention had been reported. No additional information was available.